Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacture: yes. Investigation summary: received three unused iag/bc 20ga units in sealed packages and a paper top web (label) from the lot number: 8037910. Received 23 unused iag/bc 20ga units in sealed packages from the lot number: 8071606 review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. 8037910 penetration and drag test were performed on 2 units: during the penetration and drag test the catheter did not accordion, bend, kink, split or wrinkle during insertion. Specification is 35 grams max for needle tip, 35 grams max for catheter tip and 10 grams average for catheter drag. The units were acceptable per specification. Tip adhesion: holding the catheter hub, manually rotated the clear barrels 360 degrees, observed no candy caning and there was no stickiness felt. Visual/microscopic examination: on 3 units the bevel areas had the proper bevel cut and the secondary bevel was present. The needles were not bent, pinched or damaged. Lie distance: within the acceptable range of .001 - 0.023 inches. Cannula tip quality: (3) a b, acceptable. No mechanical/physical damage on outside threads, or the inside rim of the luer adapter. No holes, kinks, splits, or wrinkles were found in the tubing. Catheter tip grading: (3) a 4, acceptable functional test: a functional assessment of the connection compatibility of the returned units and a lab provided extension tubing was conducted to evaluate the reported incident. There was a successful connection between the returned catheter/adapter assemblies with the extension tubing. Tip adhesion: holding the catheter hub, manually rotated the clear barrels 360 degrees, observed no candy caning and there was no stickiness felt. Catheter dip depth was performed on 1 unit: the specification is 0.00 ¿ 0.25. The units were acceptable per specifications. 8071606 penetration and drag test were performed on 12 units: during the penetration and drag test the catheter did not accordion, bend, kink, split or wrinkle during insertion. Specification is 35 grams max for needle tip, 35 grams max for catheter tip and 10 grams average for catheter drag. The units were acceptable per specification. Tip adhesion: holding the catheter hub, manually rotated the clear barrels 360 degrees, observed no candy caning and there was no stickiness felt. Visual/microscopic examination: on 23 units the bevel areas had the proper bevel cut and the secondary bevel was present. The needles were not bent, pinched or damaged. Lie distance: within the acceptable range of .001 - 0.023 inches. Cannula tip quality: (7) a a, (13) a b, (3) a c, acceptable. No mechanical/physical damage on outside threads, or the inside rim of the luer adapter. No holes, kinks, splits, or wrinkles were found in the tubing. Catheter tip rating: graded (8) a 5 and (15) a 4, acceptable functional test: a functional assessment of the connection compatibility of the returned units and a lab provided extension tubing was conducted to evaluate the reported incident. There was a successful connection between the returned catheter/adapter assemblies with the extension tubing. Catheter dip depth was performed on 11 unit: the specification is 0.00 ¿ 0.25. The units were acceptable per specifications. Conclusion(s): indeterminate ¿ the defects described in the incident report could not be confirmed or replicated with the returned units.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8037910; medical device expiration date: 2021-01-31; device manufacture date: 2018-02-06; medical device lot #: 8071606; medical device expiration date: 2021-02-28; device manufacture date: 2018-03-12. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.